Manufacturer narrative:
This MDR related to the puerto rico manufacturing site has been assigned a medwatch number from the medtronic minimed northridge site, per variance 5. Pump passed the displacement and self test. Unit was programmed with test minilink and the glucose sensor simulator. Unit communicated properly with glucose sensor simulator and display the 100 values properly on display graph. The following were noted during visual inspection: cracked belt clip slot, cracked battery tube threads, missing end cap sticker, stained address/serial number label and cracked reservoir tube lip. The test p-cap/reservoir does lock into place. The sensor feature working properly. (Not confirmed). Patient information cannot be provided due to regional privacy regulations. Medtronic, inc. (Medtronic) is submitting this report to comply with 21 c.f.r. Part 803, the medical device reporting regulation. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information in the time allotted and has provided as much information as is available to the company as of the submission date this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any "defects" or has "malfunctioned". These words are included in the FDA 3500a form and are fixed items for selection created by the FDA, to categorize the type of event solely for the purpose of reporting pursuant to part 803. Medtronic objects to the use of these words and others like it because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act.

Event description:
Information received by medtronic indicated that the customer reported that the transmitter received lost sensor alarm. Troubleshooting was performed and found that green light flashed when connected first, the insulin pump is not communicating with the transmitter, when connected with the old sensor, lost sensor did not occur within about 20 min after immediately entering a blood glucose for calibration. Explained alarm may be caused by distance. Recommended transmitter and pump remain within 6ft of each other. Explained alarm may be caused by rf interference. No harm requiring medical intervention was reported. The customer will continue the use of the insulin pump. The insulin pump was returned for analysis.